Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a2, a3, a5, a6, b4, b5, b7, d2, e1, e2, e3, e4, g1, g2, g3, g6, h1, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit failed to cut properly as it made a cut deeper than expected, a second attempt was made to utilize the device, however the device locked up. It is noted that there was patient impact, but no additional information is available. It is unknown whether there was any delay. Due diligence is in progress.

Event description:
It was reported that during surgery, the unit failed to cut properly, as it made a cut deeper than expected. A second attempt was made to use the device; however, it locked up. Another device was used to complete the surgery. There was no patient impact or delay. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b3, b4, b5, d2, d4, d10, e1, e3, g1, g3, g6, h1, h2, h4, h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the unit failed to cut properly. It is noted that there was patient impact, but no additional information is available. It is unknown whether there was any delay. Due diligence is complete.